Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a left ruptured superior hypophyseal aneurysm measuring 10.80mm x 5mm. During pipeline deployment, it was reported that a hyperform balloon was used to achieve full wall apposition (an option presented in the instructions for use). The patient developed a clot in the distal portion of the pipeline and integrilin was administered. It was reported that the small clot remains in the distal portion of the pipeline, but the blood flow is good and the patient is in stable condition.